Manufacturer narrative:
Additional information: g4: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. Three investigations were completed during the period. No product deficiency was identified. A review of the records related to the system that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 3 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.